Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on electronic assembly motor. The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked display window corner, cracked lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 34mg/dl. The customer treated with juice. The customer mentioned having had highs and her setting falling off. The customer states the levels were so high the meter could not treat the blood glucose level. The customer declined to troubleshoot for high because they will be visiting their doctor to go over settings. The customer states the pump was exposed to moisture when the customer took a shower. The pump was left on the sink while the customer showered, and the button error alarm was received. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.